Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient arrested while on support. The pump did not appear to be working. A review of the log files revealed numerous low flow events on (B)(6) 2023, and (B)(6) 2023. The flows on (B)(6) 2023, dropped from 2.8 lpm between 05:34 and 05:39. Flows were at 0.4 lpm at the end of the log files. The patient underwent a pump exchange for pump thrombosis on (B)(6) 2023. The pump was completely clotted off from the inflow cannula along almost the entire outflow graft. There was not much in the left ventricle cavity.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of suspected thrombus could not be confirmed through this evaluation as no images were submitted and the device was not returned for evaluation. Review of the submitted log files confirmed the reported low flow alarms; however, a specific cause for the alarms could not be conclusively determined through this evaluation. Review of the submitted log files revealed that on (B)(6) 2023, there was a sudden decrease in flow. The low flow hazard alarm activated at this time and remained active for the remainder of the file. No other notable events or alarms were captured and the pump appeared to function as intended at the set speed. Multiple requests for additional information, including product return status, were sent to the customer; however no further information has been received at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists device thrombosis as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 1 of the IFU also addresses all pump parameters, including pump flow. Section 4, ¿system monitor¿, describes the pump flow display and the hazard alarms. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. Section 6, ¿patient care and management¿, also lists thromboembolism as a potential late postimplant complication. Additionally, this section, under ¿anticoagulation¿, provides the recommended anticoagulation regimen, including inr values, as well as suggested anticoagulation modifications. Furthermore, section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions, as well as the appropriate actions associated with each condition. Section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.